Event description:
Customer reported via phone, her belt clip had broken. During troubleshooting she mentioned she had high blood glucose of 522 mg/dl, treated with the insulin pump. No troubleshooting was performed for high blood glucose and the device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.